Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient seen in ER for hip pain. Found to have a periprosthetic right hip fractured post fall. Catastrophic failure of the femoral stem at the modular neck junction. Device implement 10 years ago. Patient had a right total hip arthroscopy revision multicomponent on (B)(6) 2024.